Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 406 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose. Customer reported insulin flow blocked. Customer stated that infusion set cannula was stuck to the adhesive and was not delivering insulin. Customer reported bent cannula. No further patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.